Manufacturer narrative:
Primary unique device identification (UDI) number: (B)(4). The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, there was an increase in push force and resistance when advancing the 26mm commander delivery system (with loaded s3ur valve) through the 14fr esheath+. The operating team panned down to fluoroscopically visualize the iliac and discovered that the delivery system (ds) and s3ur valve had exited through the seam of the esheath+ at the sheath shaft. This resulted in a tear to the iliac. In response, the ds and s3ur valve were pulled back into the esheath+ and removed from the patient as one unit. A second system was prepped, inserted and advanced into the patient without incident. The second 26mm s3ur valve was successfully implanted and the patient remained stable throughout the procedure. The iliac tear was repaired via cut-down and a vascular patch. The final patient condition was reported as being stable.